Event description:
Boston scientific crm received information via latitude red alert, that this implantable cardioverter defibrillator (ICD) displayed high pacing impedance measurements on a competitor's rv lead. There was no lead data reflecting an out of range measurement in the logbook. Technical services (ts) explained that measurements are taken every 21 hours; therefore, there will be some days when more than one measurement is taken. When this occurs, the out of range measurement will be over-written by the new measurement and will not be displayed. It was noted that there was no noise on any channels. Additional information indicated that this patient previously had one out of range impedance measurement. This was the second time this has happened and all other daily measurements were within normal limits. The physician will continue to monitor the patient at this time.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Event description:
Additional information was received that the device was later electively explanted and returned for reliability analysis.